Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after an intraocular lens(iol) implantation surgery, her intermediate vision was bad and she was back to glasses. Additional information was requested and received from the consumer stating at day 1 post operative check up, distance vision had improved (20/25), but her reading and intermediate vision were worse than before the surgery. She could not even read anything on the little card that they tested her reading vision with. On next visit when she was prepared for her second surgery, reading intermediate vision was not better. Her plate was blurry, she was not able to see her alarm clock on her side of the bed, trouble seeing the clasp when putting on jewelry, using eye makeup and she can't read anything without her glasses. After surgery on the other eye, the issues still remained. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).